Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting in the proximal left circumflex artery with two xience v stents (3x15 and 3x18). A dissection occurred that was treated with balloon inflation and the implantation of a third xience v stent (2.75x15). A few days later on (B)(6) 2011, the patient returned with chest heaviness, shortness of breath and no energy. She was treated with the implantation of a fourth xience v stent (2.25x12). Her symptoms resolved; however, the symptoms returned in the first week of february. Electrocardiogram (ECG) was normal, but her red blood count and white blood cell count were not normal. The chest heaviness worsens with activity and improves with rest. She has gained twelve pounds since the stent placements and was newly diagnosed with diabetes. Prior to the stenting, she was said to be borderline diabetic. She has also experienced swelling in her face and legs that she did not have prior to the stenting. Concomitant medications include aspirin and plavix. There was no additional information provided.

Manufacturer narrative:
(B)(4). Relevant tests: (B)(6) 2012: white blood cell (wbc) = 5.9 (normal range 4.5 to 11); (B)(6) 2012: hemoglobin = 10.4 (normal range 11.7 to 15.5); (B)(6) 2012: hematocrit = 32.7 (normal range 35 to 45); (B)(6) 2011: rbc = 4.19; wbc = 7.4; (B)(6) 2011: rbc = 4.16, 2.90, 3.57; wbc = 7.8, 11.6; (B)(6) 2011: rbc = 3.45; wbc = 12.6; (B)(6) 2012: rbc = 4.28; (B)(6) 2012: wbc = 6.3. The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, it was learned that the patient followed up with her hematologist and reported that the hematologist theorized that her blood levels did not return to normal after an unrelated surgery. Approximately four years prior, the patient underwent a laparoscopic hiatal hernia repair for gastric reflux. She experienced complications from the surgery, which included too much anesthetic requiring administration of narcan. In (B)(6) 2011, she again underwent repair of a hiatal hernia. The hematologist started her on oral iron supplements. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection, angina, swelling/edema, fatigue and dyspnea are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.